Event description:
The user had a surgery to remove a cholesteatoma and was not able to hear with the device afterwards. A second surgery was done to reposition the floating mass transducer (fmt) and the user was able to hear again but after a few days the hearing sensation decreased. A third surgery was planned to reposition the fmt to the round window. The device has been explanted as a large cholesteatoma was found during the surgery. Despite being requested the device has not been received as of (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a cholesteatoma removal surgery, during which the fmt was dislodged from its intended position. A revision surgery was performed, however, the fmt migrated again. During the second revision surgery the device was explanted after facing a cholesteatoma. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a surgery to remove a cholesteatoma and was not able to hear with the device afterwards. A second surgery was done to reposition the floating mass transducer (fmt) and the user was able to hear again but after a few days the hearing sensation decreased.